Manufacturer narrative:
Date of event is estimated. Based on the documents reviewed, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patients ipg had become inoperable. Surgical intervention was undertaken on (B)(6) 2023, where the ipg was explanted and replaced. Therapy was restored post-op.